Event description:
As reported, transfemoral pulmonic valve replacement was performed in a patient with known coronary artery fistula with each of the coronary arteries sharing a single ostia in the rcc. After alterra deployment, visual disturbance in the lcx with the physicians electing to ivus. Ivus confirmed tenting of coronary artery by alterra. 29mm s3 was implanted without issue and coronary ivus was again completed showing stenting but no perforation into the coronary. The decision was made to intervene and deploy a covered stent for further protection.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, and significant valve over sizing could also contribute to this complication. The edwards alterra adaptive prestent, used in conjunction with the edwards sapien 3 valve, is indicated for use in the treatment of moderate to severe pulmonary regurgitation in pediatric and adult patients with a dysfunctional right ventricular outflow tract and/or pulmonary valve (rvot/pv). The edwards thv training manuals advise the operator on pre-procedure assessment of the prestent, valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features (congenital anatomy), bav may provide indication of potential balloon movement during valve deployment. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) imagery before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider imagery during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), coronary artery obstruction is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the patient's anatomical coronary arteries sharing a single ostia in the rcc, which may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device remains implanted.

Manufacturer narrative:
Updated b.7 based on medical record review. A review of the images and medical records received was performed. From imaging and medical records provided, patient not a good surgical candidate; ef 20%. After review of CT, compression testing with bav would have been recommended. Leaflets seen sitting at the annulus which adds additional complexity. Alterra and s3 valve deployed in good position. Images do not appear to show any coronary compression or coronary artery decreased flow. Some coronary artery tenting seen post alterra implant but unsure if tenting was there prior or worsened. Last image shows alterra and s3 performing well and good flow down coronaries .